Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0501 captures the reportable event of basket detached. Correction to block e1: initial reporter address 1; initial reporter zip/post code.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure closure, when the device was withdrawn from the patient, it was noticed that the claw fell off outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure closure, when the device was withdrawn from the patient, it was noticed that the claw fell off outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H6: device code a0501 captures the reportable event of basket detached. H11: investigation results: upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual analysis of the returned device identified that the sheath was kinked at the distal section. During inspection under magnification, it was possible to see that the sheath was stretched at the distal section, and one of the basket wire was broken from the tip but not fully detached. Necking evidence was found on the broken wire. Based on the analysis results, basket wire break was confirmed, however the wire was not fully detached. The investigation suggests that variations in knot diameter and potential inconsistencies in the knotting process may contribute to the failure. Furthermore, the sheath kinked and stretched at the distal section could be related to handling and manipulation of the device during procedure; it is probable that an excess of force applied to the device such as operational factors during their use could lead to kink and stretch the sheath which consequently could affect the performance of the device. Based on the available information and analysis results, the root cause of basket wire break remained undetermined, therefore an investigation conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure closure, when the device was withdrawn from the patient, it was noticed that the claw fell off outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: (B)(6). Block h6: device code a0401 captures the reportable event of basket wire break. Block h11: additional MFR narrative corrected. Statement changed from "device code a0501 captures the reportable event of basket detached" to "device code a0401 captures the reportable event of basket wire break".

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During the procedure closure, when the device was withdrawn from the patient, it was noticed that the claw fell off outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.